Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported events could not be conclusively determined. Stroke, infection and death are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The serial number of the device was requested but not provided. Approximate age of device ¿ 11 years and 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2007. It was reported that after over 11 years of support, the patient was admitted to the hospital on an unspecified date due to a driveline infection. The patient subsequently expired due to stroke on (B)(6) 2018. It was reported that the physicians do not believe that the patient's outcome had anything to do with the pump. Additional information was requested but was not provided.